Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
According to the reporter, on (B)(6) during insertion, the device¿s guide wire was broken at the tip making it unable to insert the dilatator on it. As a result, the procedure was extended. Patient outcome is unknown at this time.